Manufacturer narrative:
A review of the implant's manufacturing record could not be performed as the product lot info was not provided in the article. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.

Event description:
It was reported in a journal article titled "acetabular loosening using an extended offset polyethylene liner" (authored by michael j. Archibeck et. All, new mexico center for joint replacement surgery, new mexico orthopaedics, albuquerque, nm, in clin orthop relat res (2009) 467:188-193), that in a group of 1,609 primary total hip arthroplasties (thas) performed with standard liners and the tm monoblock cup, nine (9) patients were revised for recurrent instability. Date of implantation and explanation is not provided in the article nor is the identity of the patient (s) provided.